Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter.

Event description:
Information was received from a healthcare professional regarding an unknown patient receiving baclofen (unknown type, concentration) at 100mg/day via an implanted infusion pump. The patient was reportedly hospitalized due to an issue with the intrathecal baclofen therapy (itb). A request for intrathecal to oral drug dosing conversion was requested. Follow up was being conducted to obtain additional information regarding patient identifying information, the managing physician, patient symptoms, medical history, diagnosis for use of the infusion system, event date, serial numbers for the devices involved in the event, the nature of the itb issues, diagnostics performed, actions/interventions taken, or whether the itb issues were resolved. If additional information is received, a follow up report will be sent.